Event description:
It was reported that in (B)(6) 2010, the pt was recharging more than she used to. No pt symptoms, treatment, or outcome was reported. In (B)(6) 2010, it was reported that the pt experienced coupling and/or communication issues. The pt was able to charge, but unable to get any coupling bars shaded. The pt tried to use the pt programmer and was unable to establish communication. An implantable neurostimulator (ins) flip was possible, but not confirmed. It was also reported that the pt had a burning sensation around the ins. The sensation began following a fall while the pt was on vacation a couple of weeks before the report. The ins had not been checked since the fall. The pt's status was reported to be good. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).